Event description:
On 07-nov-23, nurse assist received a complaint via e-mail from canbin ma of the following event description from e-mail: after using the 0.9% sodium chloride solution, I noticed a significant skin irritation, which led to swelling, as evidenced in the attached image. This is a condition I have never experienced before, and it has caused me significant discomfort and concern. Given the severity of my reaction and the fact that no such symptom has ever occured to me prior to using the product, I kindly request your assistance in resolving this matter.